Event description:
The report was sent via a "call report." The nurse phoned the clinical support specialist (css) and stated the following: the staff in the intensive care unit was getting varying readings on the "the ps display." They were using a 500ps disposable tank. The reading went from 200 to 1200 ps. The css asked the nurse to check the connections and check for leaks, turn the valve off/on, assist/standby. No leaks were noticed. The nurse then was asked to power down the pump and restart the pump. The pressures continued to change. The nurse stated that the pump "was pumping fine." The css asked the nurse to switch to another console and take the pump out of service and send to the biomed department. Hospital biomed determined that there was a loose connection on a wire in the connector coming from the helium transducer. The wire removed and re-crimped. The pump was returned to service. On 2/11/08 update - css will contact field service to check pump.

Manufacturer narrative:
Product will not be returned for evaluation.